Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 296 mg/dl at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer declined troubleshoot high blood glucose. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test or verify no delivery alarm and prime or fill anomaly due to motor error alarm. Motor passed motor test. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address or serial number label, stained end cap sticker and corroded battery tube.